Event description:
Device issue: balloon rupture. Time of device issue: during stenting procedure. Adverse event: none. It was reported that the balloon would not inflate. Reportedly, the stent balloon was defective. There were no reported adverse patient effects. No additional information was provided. During return device analysis, a pinhole balloon rupture and balloon peeling was observed. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.